Event description:
It was initially reported that the device was not implanted. On 10/07/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to unsuccessful ring repair. Per the operative report: "it was hoped that by placing a 32-mm ring that the coaptation surfaces of the valve leaflets would be better, and would reduce the mitral regurgitation adequately. However, after doing the annuloplasty with a 32-mm physio ring and closure of the cleft in the posterior leaflet, and after weaning from cardiopulmonary bypass, there was still at least 2+ mitral regurgitation, which was directed posteriorly secondary to the deformity in the central portions of both leaflets. Because of this the valve had to be replaced."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported the cuff of the tracheostomy tube leaked after few days of use. The cannula was changed immediately.

Manufacturer narrative:
The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another valve explanted. Device not returned.